Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also noted that patients hip area was causing the majority of the pain. The patient was given a steroid shot.